Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt did not fully deploy gel) has confirmed that the ring seal on blister #9 was too robust. The root cause for could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported a belt does not fully deploy gel.